Event description:
Splintering in the black leg holder has occurred and gave employee in cpd splinters (carbon fiber) that has caused concern as to the structural integrity of the device and if further splintering could occur in the or and affect the patient. Would like all carbon pieces replaced (creating individual complaints per piece). In the case of the long bar and extension bar there is also concern of bio- burden falling into small holes found in the bar. Case type: tka.

Manufacturer narrative:
Splintering in the black leg holder has occurred and gave employee in cpd splinters (carbon fiber) that has caused concern as to the structural integrity of the device and if further splintering could occur in the or and affect the patient. Would like all carbon pieces replaced (creating individual complaints per piece). In the case of the long bar and extension bar there is also concern of bio-burden falling into small holes found in the bar. Case type: tka. Patient was under anesthesia. Product evaluation: visual inspection showed small pits in the carbon fiber. Review of the device history records indicate 3 devices were manufactured and accepted into final stock on 07-19-2018 with no reported discrepancies. A review of complaints in catsweb and trackwise related to p/n 210060, lot 608136, shows 0 additional complaints related to the failure in this investigation. Conclusion: the event was confirmed.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Splintering in the black leg holder has occurred and gave employee in cpd splinters (carbon fiber) that has caused concern as to the structural integrity of the device and if further splintering could occur in the operatin room and affect the patient. Would like all carbon pieces replaced (creating individual complaints per piece). In the case of the long bar and extension bar there is also concern of bio-burden falling into small holes found in the bar. Case type: (B)(4).

Manufacturer narrative:
"While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2016 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.

Event description:
Splintering in the black leg holder has occurred and gave employee in cpd splinters (carbon fiber) that has caused concern as to the structural integrity of the device and if further splintering could occur in the or and affect the patient. Would like all carbon pieces replaced (creating individual complaints per piece). In the case of the long bar and extension bar there is also concern of bio- burden falling into small holes found in the bar. Case type: tka.